Manufacturer narrative:
It was reported that after a pulmonary vein isolation (pvi) cardiac ablation procedure with a qdot catheter, the patient experienced blood pressure decrease, pericardial effusion (pe), and cardiac tamponade (CT) treated with heart surgery and requiring prolonged hospitalization. After both pulmonary veins (pv) were isolated and post-map for the left atrium was performed, the blood pressure decreased. Intracardiac echocardiography revealed pericardial effusion. The timing of the cardiac tamponade was unclear, but the anesthesiologist managing the sedation confirmed the blood pressure decrease after brockenbrough. After blood pressure decrease was confirmed, the anesthesiologist administered fluid replacement to increase body fluid volume, and the blood pressure maintained. The cardiac tamponade might have already occurred around when the brockenbrough was performed. After that, open-heart surgery was performed. The patient¿s clinical condition was controlled in (hcu) high care unit and observed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was that it was procedure related. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that after a pulmonary vein isolation (pvi) cardiac ablation procedure with a qdot catheter, the patient experienced blood pressure decrease, pericardial effusion (pe), and cardiac tamponade (CT) treated with heart surgery and requiring prolonged hospitalization. During the procedure, error 106 occurred after left pulmonary vein (lpv) isolation, before the start of the right pulmonary vein (rpv) isolation. The cable was replaced, but the issue continued. Qdot micro catheter replacement solved the issue. After both pulmonary veins (pv) were isolated and post-map for the left atrium was performed, the blood pressure decreased. Intracardiac echocardiography revealed pericardial effusion. The timing of the cardiac tamponade was unclear, but the anesthesiologist managing the sedation confirmed the blood pressure decrease after brockenbrough. After blood pressure decrease was confirmed, the anesthesiologist administered fluid replacement to increase body fluid volume, and the blood pressure maintained. The cardiac tamponade might have already occurred around when the brockenbrough was performed. After that, open-heart surgery was performed. The patient¿s clinical condition was controlled in (hcu) high care unit and observed. The physician's opinions on the relationship between the adverse event and the product was that at the time of the brockenbrough, when the rf needle was repositioned, the wire was not advanced into the superior vena cava (svc) before the needle was advanced upwards. Therefore, it was highly considered that the right atrial appendage could have been damaged. The patient had cardiac tamponade treated with open heart surgery. The physician¿s assessment on health hazard was that it was serious. Initially it was reported there was no extension of hospitalization, however, additional information received indicated the patient required extended hospitalization. Contact force (cf) monitoring method used included real time graph, dashboard, vector and visitag. Visitag coloring setting was tag index, and visitag additional filter was force over time (fot). Causal relationship with the product was unknown. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The issue could have occurred during brockenbrough. When the rf needle was repositioned without advancing guidewire into the svc ahead of the needle, right atrial appendage could have been injured by the needle. During the procedure, 2 qdot micro catheters were used and exchanged once. An octaray and soundstar were also used, and one catheter exchange was used for each. Prior to noting the pe, ablation had already been performed. Force visualization features used were real time graph, dashboard, vector, visitag, and filter used with the visitag was fot. Additional information received indicated the patient required cardiac surgery, and the location of the perforation was near atrial appendage. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital. The patient required extended hospitalization because he stayed hcu. The physician noticed blood pressure decrease during ablation phase, but physician suspected it could have occurred during transseptal phase since anesthesiologist noticed blood pressure decrease after brockenbrough. The anesthesiologist administered fluid replacement to increase the total body fluid volume, and the blood pressure was maintained until ablation phase. The procedural activated clotting time (act) was around 300 seconds. One transseptal puncture site was performed during the procedure. Transseptal puncture was performed with a sepnee (kaneka medical products). Prior to noting the CT ablation was performed. No evidence of steam pop. Correct catheter settings were selected on the generator, and no issues with flow rate change at the start of ablation. The customer's reported error 106 issue with the first qdot micro is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.